Event description:
It was reported that sometime post a dialysis catheter placement, it was found that the blood was allegedly leaking from the extended leg of artery side of the catheter. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Under microscopic observation, small splits were noted on the distal ends of the extension legs, proximal to the bifurcate. A leak was observed from the split on the distal end of the extension legs while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, it was found that the blood was allegedly leaking from the extended leg of artery side of the catheter. Reportedly, the catheter was removed. There was no reported patient injury.